Event description:
Nurses appointment notes - accessed port to remove 2ml but could only withdraw 0.5ml of foamy yellow fluid. Xray appointment: port tubing appeared disconnected mid way between the port and the connector: with confirmation of this with contrast test - aseptic technique - omnipaque. The port tubing has fractured between the port end and the connector. For surgical replacement. Tubing had detached from the port. All components retrieved, however only 5 of 6 beads within the armadillo could be located. Port was replaced.

Manufacturer narrative:
The observed failure appears to be consistent with an overlarge down-force application of mechanical stress to the tube at or near the external collar of the port housing.